Event description:
Reporter indicated that a vns pt's generator could not be communicated with and the generator was believed to be at end of service. The pt presented with a seizure increase, above pre-vns baseline, that is believed by the treating medical professional to be caused by the loss of therapy due to the generator being at end of service. The pt underwent generator revision surgery in 2007. Good faith attempts for device return have been unsuccessful to date.